Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hard disk was removed and replaced. All software nodes reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 recalled images with the wrong pt information. No adverse pt involvement was reported.